Event description:
It was reported that the patient passed away due to multi-organ failure (mof). The pump worked as expected and there were no pump related issues provided. The outcome was not considered device or therapy related and an autopsy was not performed. The device was not explanted.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and patient outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the managing hospital will not communicate any additional information. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including multiple types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.